Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 days post implant of this 23mm mechanical aortic valve, an echocardiogram showed that one of the leaflets was impinged and not opening correctly. The valve was explanted and replaced. It was reported that the ascending aorta was also replaced during the same procedure. After the explant, the valve was found to be functioning correctly. It was suspected that there was misalignment of the mechanical valve's axis due to weakness of the patient's annulus. It was also reported that the patient had a native bicuspid valve. No additional adverse patient effects were reported.